Event description:
The hospital (B)(6) opened a formal accident at the local ca for explant for peri-prosthetic infection. The first implant was 7 years ago for a right gonarthrosis. Explant will be available in 6 months for local law.

Manufacturer narrative:
Results of investigation: a revision surgery due to an infection involving a rt-plus mod femoral comp. Right ((B)(4) ), a rt-plus mod tibial component ((B)(4) ) and a rt-plus tibial insert ((B)(4)) was reported. No parts were returned for investigation. A review of the sterilization certificates did not detect any deviation from the standard manufacturing processes. One similar complaint reporting an infection was found including a rt-plus mod tibial component ((B)(4)) and a rt-plus tibial insert ((B)(4)). None of these devices were of the same batch number. It can therefore be assumed that the present issue is not related to a specific batch number. Based on the provided information, the revision occurred 7 years after implantation due to peri-prosthetic infection. An infection developing more than 2 years after implantation is a late infection predominantly caused by haematogenous seeding. Based on the performed investigation, the root cause of the reported issue cannot be determined conclusively. There is however to the best of our knowledge no indication that the reported devices failed to match specifications at the time of manufacturing. No further actions have been initiated.